Event description:
A ventilator was returned to the manufacturer for service . The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issues.